Event description:
It was reported that during service of the ventilator, the nozzle unit in the gas modules were found broken. There was no patient involvement. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
It was reported that during service of the ventilator, the nozzle units in the gas modules were found broken. There was no patient involvement. The issue was resolved by replacing the parts. The device nozzle unit is a consumable that must be replaced during preventive maintenance (pm) at least ones per year, or every 5000h operating hours, which ever come first. If they are not replaced according to the device prescribed specifications, the device will eventually fail. The faulty nozzle unit may lead to stop of ventilation, low o2 or high pressure. The device logs and defective parts were not available for further evaluation. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref #:(B)(4).